Manufacturer narrative:
Event date and implant date: approximated as the dates are unknown.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. About a month and a half post procedure, the patient suffered a stroke. It was noted that the patient did not follow their drug regimen. The patient is currently stable.